Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. An autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. The current revision of the IFU can be found on the electronic IFU page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including infection (local, driveline or pump pocket infection), renal failure, other neurological events (not stroke-related), and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection and neurological dysfunction as potential late postimplant complications. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the heartmate 3 left ventricular assist device (lvad) was insufficient to support the patient's cardiogenic shock and post lvad the patient ended up being converted to peripheral veno-venous extracorporeal membrane oxygenation (vv-ECMO) with lvad. The patient experienced melena, cholelithiasis of critical illness, histoplasmosis, enterococcus, sternal infection, and encephalopathy; ECMO, continuous renal replacement therapy, and numerous chest washouts were performed. Due to the severity of the patient's illness, the patient was no longer deemed a transplant candidate and was transitioned to comfort care where they passed later that day.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was unknown. Whether the outcome was device or therapy related was not provided by the customer. No autopsy was performed. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.